Manufacturer narrative:
X-rays reviewed by manufacturer. Review of x-rays by the manufacturer did not reveal any anomalies. Device malfunction is not suspected. No patient death related to this event.

Event description:
Initial reporter indicated that the patient was involved in a "takedown" at his job at a correctional center. The patient reportedly came into the office two weeks later and reported that he was walking along the street to the mailbox and developed sudden chest pain, tightness in his throat, pain in his head and passed out. He was seen in the ER and had a MRI and eeg which yielded normal results. System diagnostics testing performed were within normal limits indicating proper device functioning. The patient reportedly had a second occurrence of sudden chest pain, tightness in the throat, pain in the head and "almost" passed out. The vns was disabled with the magnet and was subsequently programmed off. No events occurred with the vns programmed off. Chest films reviewed by manufacturer yielded no device anomalies. The vns therapy is now programmed back on and at this time the patient has not had any reoccurrence of the events. The patient's treating physician indicated the events are related to the patient's vns therapy stimulation.